Manufacturer narrative:
The DHR was reviewed. According to the device history record, the device met specification at the time of manufacture.

Event description:
As reported by the distributor: during a surgical procedure on (B)(6) 2010, upon attempting to close the anastomotic instrument, the 2.0 mm coupler rings did not interlock. The rings came apart and the surgeon attempted to rejoin the two rings, however, they remained loose. The surgeon took out the rings. No other procedure or patient-related information is known.